Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated to the upper and lower abdomen, submental and arms with coolsculpting. The patient has developed paradoxical hyperplasia to the abdomen and skin laxity to the submental and arms. The abdomen is enlarged, tissue is firm and bulging.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2020: on (B)(6) 2020 to the upper abdomen and lower abdomen using cooladvantage coolcore applicator, on (B)(6) 2020 to the submental using the coolmini applicator, and arms with coolsculpting. Overall, the patient has developed paradoxical hyperplasia to the upper abdomen, lower abdomen, submental, and arms.